Event description:
Clinical engineering was doing a routine check of AED after it had been used in a code across the street from the hospital. The AED functioned properly during the code. The AED is normally stored in the hospital lobby. When clinical engineering was holding the AED, in or out of the carrying case, the unit resets power intermittently and begins self test. Upon further investigation it was found that the battery movement caused this and after replacing the battery with a new one the problem no longer occurred. It was determined the battery clip was compacted and once it was bent back into shape, the battery functioned properly.